Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose was 113 mg/dl at the time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer assisted with performed displacement test and test was passed. Customer stated the insulin pump was not dropped or bumped. Customer reported that the insulin pump error did not occur during rewind. Customer assisted with performed self test and they received another insulin pump error again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 37 and error 75 noted during testing.